Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the right common femoral artery was reported and required a percutaneous transluminal angioplasty (pta). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.